Event description:
Had difficulty advancing regular wire. Physician asked for glidewire. Still had difficulty advancing. Started to pull the guidewire back through the needle and felt resistance. Pulled the entire unit of needle and wire out and noticed that some of the plastic had stripped off. Looked under fluoroscopy and did not see any plastic left in the pt.